Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 110 ml of solution in the bladder. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the unit showed no signs of blockage that could have caused the reported condition. Flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the bladder. No signs of defect were noted from the infusor device. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that one (1) infusor stopped delivering during patient use at the patient home. The device was filled with 5-fluorouracil and saline. But after two days, the reservoir did not deflate at all. There was patient involvement but no patient injury and medical intervention. The actual sample is available. No additional information.